Manufacturer narrative:
Device evaluation indicated that the device passed all tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached the maximum current and indicates good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling was unknown. Battery profile revealed a maximum depletion rate of 9mv per day, which was within the expected range. Device exhibited normal charging and discharging characteristics.

Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively. Device malfunction was suspected.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively. Device malfunction was suspected.